Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. The customer stated that his blood glucose dropped, which caused him to fall and subsequently be hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The customer practices the correct priming technique. On the night of the event, the customer tried to suspend a bolus but was unable to. It was explained to the customer how to suspend a bolus. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.